Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive at objective and light guide lens was lifting and had a gap was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for preventive maintenance. No customer reported allegation a root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.